Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was initially reported that the ventilator failed pressure transducer test during pre-use check. This was resolved by replacing the expiratory channel printed circuit board (pcb) and both pressure transducer pcbs. These parts were returned for investigation in another complaint. A month later problems reappeared. During troubleshooting on-site, the user interface monitor went blank after exchanging the control and monitoring pcbs and after a failed software installation. The ventilator was sent back to factory for feared back plane issues. The return department investigated the ventilator and found that the ventilator generated a technical error code for an internal communication error at startup. The dc/dc & standard connectors pcb was found defective and was replaced. After also replacing the expiratory cassette membrane to solve a problem with a failed pressure transducer test, the ventilator passed several pre-use checks and two days of simulated use test ventilation. The generated technical error code indicates an ethernet communication failure. The first recommendation in the service manual is to replace the user interface control cable. During the investigation was the dc/dc & standard connectors pcb, to which this cable is connected, found defective. The error code indicates that the communication from the patient unit to the user interface is lost. This will lead to the technical error alarm displayed on the screen, but no other alarms/values available. If no other faults are present, ventilation continues unaffected despite the lost communication. The conclusion is that the dc/dc & standard connectors pcb was defective, but the faulty component was not determined.

Event description:
Manufacturer's ref #: (B)(4).